Event description:
The customer reported the ventilator went vent inop and alarmed. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturer's service technician was unable to duplicate the reported event. Review of the device diagnostic log history indicated a vent inop occurrence due to an inhalation and exhalation autozero failures. Cabling, connections and tubing were visually inspected with no problems found. Performance verification testing was completed and tests passed to operating specifications.